Event description:
70 year old male admitted for replacement of ventricular lead from pacesetters system, inc. Lead is under a medical device safety alert from the manufacturer due to insulation failure resultiung in overseeing and/or loss of output from pulse generator. Patient did exhibit oversensing and lead was replaced with another lead from pacesetters system, incdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.